Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The cgm bg reading was 111 mg/dl, and the meter bg reading was 694 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. The customer began vomiting and was transported by ambulance to the hospital. Customer was treated with intravenous fluids for elevated bg and diabetic ketoacidosis. Customer was released from the hospital same day with the issue resolved but healthcare provider indicated there was unspecific kidney issues.